Event description:
It was reported that the tip of the twinfix broke when the anchor was turned. No patient injury reported.

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off at the suture eyelet. The inserter shaft is bent. The inserters¿ tines are bent and twisted. No suture was returned. This condition of the device indicates the anchor was subjected to excessive forces as a result of off axis insertion.